Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by contact.information anticipated, but unavailable at this time.

Event description:
It was reported post implant of a realize adjustable band, the patient was not feeling any fullness. Under fluoroscopy, it was determined the port was disconnected. The port was replaced. There was no adverse consequence to the patient reported.